Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open post deployment requiring intervention. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip grasped the leaflets successfully and was deployed. After detachment of the clip, the clip jumped opened from 20 degrees (fully closed) to 30-40 degrees post deployment. An additional clip was then implanted for stabilization. The procedure was ended with the mr reduced to a grade of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) and clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.